Manufacturer narrative:
Concomitant medical products: 694965: lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is in hospice and had detections and therapy off for two years. The device had reached end of service (eos) and is now alerting for charge circuit timeout. All of the alerts are off and the device is still beeping. The device remains in use. No patient complications have been reported as a result of this event.